Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed functionality testing) was confirmed. Upon investigation the monitor displayed a service code 204 and was unable to communicate with an electrode belt. The cause for the failure was isolated to a defective y402 crystal oscillator and a defective u413 can controller on the monitor c/a board. The y402 crystal oscillator was not producing any output and the solder connections at pins 11 through 20 on u413 were broken. The root cause for the defective y402 and u413 components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.